Event description:
During removal of rocket pleurx catheter, the catheter fractured at the level of the proximal cuff. The remaining catheter was removed with tip intact. Follow up cxr demonstrated complete removal. Product is with manager of department at time of this report.